Manufacturer narrative:
This event was determined to be a supplemental event for the information reported under MFR# 2916596-2023-02269. The investigational findings were reported there.

Event description:
It was reported that a 57-year-old male with cardiac sarcoidosis underwent impella 5.0 support via bridge-to-bridge (btb) therapy, followed by heartmate 3 (hm3) implantation. During outpatient follow-up, worsening aortic regurgitation (ar) led to heart failure and renal dysfunction. Surgical intervention for the aortic valve was planned 30 months post-implantation. Preoperative optimization was performed by adjusting pump speed for fluid control, and the patient showed good progress. However, the patient experienced a low-flow alarm and loss of consciousness at home, resulting in death. Autopsy revealed external outflow graft obstruction (eogo).

Manufacturer narrative:
B3- date of event is estimated. Date of death is unknown. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.